Event description:
International affiliate reports that surgeon was removing a synovial cyst at l5/s1. Four percutaneous incisions were made as well as a midline incision to access the cyst. This midline approach was not a standard practice for the surgeon. During the case, two screw extension instruments were removed to improve visual access of the operative site. When trying to compress, the surgeon inserted the parallel compressor through the midline incision to access the screws in order to compress. The pedicle was inadvertently fractured during the compression process, requiring conversion to an open procedure using expedium instruments to complete the case. The surgeon commented that he had fractured the pedicle by trying too hard to get the compressor in via this approach.

Manufacturer narrative:
Affiliate reports the compressor is not available for evaluation as it was not deemed to be at fault and that it operated correctly. No other complaints of this nature have been reported for this instrument. The affiliate reports there were limitations in access and possible visualization during the procedure which may have compounded circumstances which led to the fracture. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed. Instrument functioned as intended.